Event description:
Boston scientific received info that this pt was seen in the clinic on (B)(6) 2013 with a red and tender pocket with chaffing present at the edge of the device. There was no evidence of any draining or open wound at the time. The physician was concerned with impending erosion. The chest x-ray was done, blood cultures were taken and the pt was placed on oral antibiotics. Then, approx one week later, the pt presented to the emergency room (out of state) with an infected pocket where the device was eroding through the skin. According to hospital records, shortly after the implant in (B)(6) 2011, the pt noticed erythema around his sternum at the site of the electrode. Over the past two years, he has been on several regimens of bactrim, all of which were effective and temporarily reduced the erythema. However, the pt states for approx the last three weeks, he has noticed purulent exudate from the pocket and is currently on bactrim therapy seven days a week. The subcutaneous implantable cardioverter defibrillator (s-ICD) system was successfully explanted. The pt remained on antibiotic therapy following the procedure.

Manufacturer narrative:
As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.